Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Customer states they washed a unit of rbcs on (B)(6) 2010 and they were transfused to a 4 month old baby in the operating room. The pt was having a cardiac surgery procedure and was on the by-pass pump at the time of the transfusion reaction. The baby developed a hemolytic transfusion reaction. When they examined the rc unit they found it to be hemolyzed. Per follow-up the pt had recovered from this event.

Manufacturer narrative:
(B)(4). Complete procedural details are unk. Per the customer the pre-wash sample segments showed no evidence of hemolysis. They performed a 1 liter wash on a unit of cpda-1 rbcs. The customer states she is sure they used 0.9% normal saline for the wash procedure. They report the [wash] procedure went well with no problems and she did not note any hemolysis in the rbc product or anything unusual with the procedure. Hemolysis was noted after the pt reaction occurred. After multiple attempts from caridianbct clinical staff, no additional info from what occurred in the operating room could be gathered, including but not limited to; what medications were administered, what medications or solutions were added to the rbcs, how the rbcs were handled or stored, or if the rbc were split into smaller aliquots. Investigation: this disposable set was unavailable for investigation. Trends suggest that the event reported is random and isolated, as this is the only report of hemolysis using the 2991 when searching the database back to (B)(6) 2005. Root cause: undetermined. Safety/risk assessment: hemolysis can occur due to many factors outside caridianbct's control; storage/temperature conditions, operator handling (mechanical forces), incorrect solution/medication/chemical addition, etc. Currently the info provided indicates that the product met performance specification. The pt recovered from this event and no serious injury occurred. Corrective/preventive action: no corrective and preventive actions by caridianbct quality assurance will occur at this time.